Event description:
It was reported that the customer received a power source alert after plugging the pump into computer usb port. Customer does not have a wall adapter. Tandem sent a wall adapter to customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact.